Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, while closing the peritoneum, the staples did not fully close leaving an opening for bowel to get entrapped in. The entrapped bowel was released without issue. They had to re-operate to remove trapped bowel. The event lead to an extended hospital stay for one day.